Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During a pulmonary vein isolation procedure a pericardial effusion occurred. While mapping in the left atrium the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. Chest compressions were performed and a pacing catheter was inserted into the right ventricle but no mechanical pumping of the heart returned and the patient expired. There were no performance issues with the sjm device.